Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-401, lot # wswg, description: triathlon ps fem component, cemented; cat # 5520-b-400, lot # auiw, description: triathlon prim tib baseplate - cemented; cat # 5551-g-299 lot # 0k92, description: triathlon asymmetric x3 patella. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The patient developed an infected knee approximately two weeks after 2 root canals in (B)(6) 2013. Fluid was removed from the knee and the patient is awaiting additional test results. An upcoming revision surgery to remove implants and implantation of an antibiotic spacer is expected.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a triathlon insert was not confirmed.

Event description:
The patient developed an infected knee approximately two weeks after 2 root canals in mid (B)(6) 2013. Fluid was removed from the knee and the patient is awaiting additional test results. An upcoming revision surgery to remove implants and implantation of an antibiotic spacer is expected.